Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following fields were corrected with additional information: "it was reported that the tube overfilled."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned by the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following fields were corrected with additional information: "it was reported that the tube overfilled."